Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he needed assistance with changing the blood glucose target range. Customer's blood glucose was unknown. During troubleshooting, customer mentioned the screed was difficult to read, there were scratches on the screen. After troubleshooting, customer declined to replace the insulin pump. Customer will not be returning the device for analysis.